Event description:
A customer's mother reported a complaint of low readings on her daughter's freestyle meter. A reading of lw was obtained. The customer did not take extra medication but had a sugary drink and something sugary to eat as she thought the lw meant lo, the customer passed out around 2 hrs later and paramedics were called. The customer was taken to hosp where a reading of 35mmol/l was obtained. There are no further details at this time.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.